Event description:
It was reported that in the evening after implant, oversensing was diagnosed as vf. Atp while charging was delivered and the hv therapy was aborted due to return to sinus. An issue in the sensing circuitry of the ICD was suspected. The lead was repositioned and the ICD was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : na.